Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any changes to the post-operative care of the patient related to the surgical time being extended? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, the device misfired and it was found that there were no staples present inside the device resulting once the device is fired the knife has been extended and entire circumference has been cut and bleeding started. Surgeon has to suture the entire circumference and surgery has been delayed .

Manufacturer narrative:
(B)(4) date sent: 09/14/2022 h6: health effect ¿ clinical code = gastrointestinal system (e10) additional information was requested, and the following was received: 1.can you please confirm the product code that was used in the surgery? Pph03 2.what led to the colostomy? Can a timeline of events be provided? Patient developed lower oso pain and fever, contract CT was done suggestive of suture line perforation @ 11o¿clock portion. Sx & diversion colostomy created. Colostomy created on 4th day post-surgery 3.what was the grade of hemorrhoids? L 3 degree prolapsed 4.were the hemorrhoids circumferential or in specific quadrants? Medical records attached 5.what is the surgeon¿s experience with the pph procedure? More than 25 years. 6.what is the surgeon¿s experience with the pph device? More than 20 years 7.where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b 8.did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Normally surgeon waits 45 seconds. 9.was a complete washer transection confirmed? There was no feeling of tissue cutting (churning sound ) which normally appears during firing and no tactile sound was felt during firing.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022. Per photographic evaluation: six images were submitted for evaluation. During the visual analysis, the following was observed: the photos show tissue, and no damage or bleeding could be observed.

Manufacturer narrative:
(B)(4). Date sent: 08/19/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was obtained: were there any changes to the post-operative care of the patient related to the surgical time being extended? Ans: as per asked post op patient has been increased and as per discussion with the surgeon the impacted patient has been reoperated. The suture line of the impacted patient has been perforated, surgeon has to perform surgery on the patient again and has done recto sigmoidal colostomy. Now patient has been discharged from the hospital as per last discussion with the surgeon after one and half month¿s stoma will be closed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the product code that was used in the surgery? What led to the colostomy? Can a timeline of events be provided? What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed?

Manufacturer narrative:
Pc-(B)(4). Date sent: 03/03/2023 additional information was received from the india sales team: the surgeon reported that there was no ¿crushing sound heard and no staples present in the device.¿ therefore, the device cut and did not staple and there was a lot of bleeding. The patient was re-operated on, and a stoma was placed which has recently been closed back and the patient is back to a normal life. The patient may have to have an additional surgery again. Indications for this surgery are unknown. The surgeon continues to use the pph03 device. Photos were provided from a colonoscope/proctoscope. It was asked what was the surgeon trying to share with these photos? ¿the surgeon was showing what was done before surgery in hopes that this would give ethicon more insight. It was asked if there were any difficulties in closing the device or firing the device? ¿no. While firing there was no crushing sound or click sound when firing.¿ was there any additional testing done to the device on the back table? ¿surgeon has not told me anything on this matter.¿

Manufacturer narrative:
(B)(4) date sent: 10/05/2022 d4: batch # t5aa5m additional information was requested, and the following was received: 1.can you please confirm the product code that was used in the surgery? Pph03 2.what led to the colostomy? Can a timeline of events be provided? Patient developed lower oso pain and fever, contract CT was done suggestive of suture line perforation @ 11o¿clock portion. Sx & diversion colostomy created. Colostomy created on 4th day post-surgery. 3. What was the grade of hemorrhoids? L 3 degree prolapsed 4.were the hemorrhoids circumferential or in specific quadrants? Please describe. Attached sigmoidoscopy report attached. 5. What is the surgeon¿s experience with the pph procedure? More than 25 years. 6. What is the surgeon¿s experience with the pph device? More than 20 years 7.where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b 8.did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Normally surgeon waits 45 seconds. 9. Was a complete washer transection confirmed? There was no feeling of tissue cutting (churning sound) which normally appears during firing and no tactile sound was felt during firing. Investigation summary: the product was received for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/06/2023. Additional information received: the surgeon has been using the device for ¿20 some years¿ and is a proctor for training surgeons. He has done more than 7,000 cases with no issues. The surgeon did the miph investigation for this patient for this surgery. Dr. (B)(6). Reported that he did not hear the ¿crushing sound¿ and knew something was wrong. He stated that he opened via half circle and the patient was ¿bleeding a lot¿ (massive bleed). He stated, ¿he was shocked to see that, and stapler must not have fired.¿ he further explained that he sutured both ends of the rectum. The entire circumference was sutured. The patient remained in the hospital for 48 hours. There was no more bleeding, and everything went well. The patient called with complaints of a fever. The patient returned to the hospital and a CT with contrast was done which showed a ¿small air leak, not fluid.¿ dr. (B)(6). Further explained that the patient was taken for a diversion to colostomy which was closed after 6 to 8 weeks and is doing well. Dr. S. Further shares that it is not possible that this a manufacturing defect as he knows that the company would not have released it with no staples. The surgeon still stays in contact with the patient and the patient understands that he may have to have an additional surgery. It was asked- did you see any staples? ¿no, not even a single staple seen.¿